Event description:
Low baised tsh results for control fluids on their eci analyzer. No baised results were reported. Baised results might lead to inappropriate physician action. There was no report of patient harm as a result of this event.